Event description:
It was reported that entrapment occurred. The target lesion was located in a coronary artery. During a percutaneous coronary intervention an opticross imaging catheter got stuck on the guidewire. The devices were removed together as one unit and the procedure completed with another of the same device. No patient complications were reported.